Event description:
It was reported that the patient presented to the clinic for an unrelated procedure. The atrial lead had an insulation breach near the lead-to-can abrasion area, which was visually confirmed. The atrial lead was explanted and replaced. The patient remained stable throughout the procedure.